Event description:
Left knee warm to touch [joint warmth]. Left knee effusion [joint effusion]. Left knee swollen [joint swelling]. Left knee painful [arthralgia]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a pt (demongraphics not provided), initials unk. The pt's medical history was not provided. On an unspecified date. The pt initiated treatment with synvisc (hylan g-f 20) injection, at a dose of 2ml (route of administration and frequency not provided), into an unspecified location. On an unspecified date, the pt developed significant reaction. The action taken with synvisc treatment was not provided. The outcome for the event was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician did not provide the relationship between the synvisc and the event. Follow up info was received on (B)(6) 2013 from the physician regarding the update in pt's suspect drug info, events info and treatment medication (steroids, which upgraded the case to serious). The pt was identified as a (B)(6) female pt, with initials (B)(6). On (B)(6) 2013, the pt received treatment with second synvisc injection, in left knee. On (B)(6) 2013, the pt visited a clinic complaining of left knee warm to touch, left knee painful and left knee swollen (hence the previously captured event of significant reaction was updated). The same day, 10 ml fluid was aspirated from her left knee (left knee effusion) and the pt received a steroid injection (unspecified). It was reported that the pt did not receive a steroid in conjunction with synvisc. The outcome for all the events was not provided. The intensity for all the events was not provided. The reporting physician did not provide causal relationship between the synvisc and all the events.

Manufacturer narrative:
The (qa) quality assurance investigation summary was received on (B)(4) 2013. Evaluation summary: the production and quality control documentation for lot # v1211, with expiration date 08/2015 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.